Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a stroke. During the procedure no complications were noted, and ablations were performed on the right superior pulmonary vein (rspv), the posterior wall, anteroseptal line and the lateral mitral isthmus line. Because the farawave catheter is only indicated for treatment of the pulmonary veins all other ablations are considered to have been off label use. Once the pfa portion of the procedure was done a left atrial appendage closure (laac) device was implanted into the patient. No complications were noted at the end of either portion of the procedure. The patient's activated clotting time had increased from 320, at the start of the procedure, to 435 by the time the laac was placed. Later that day a stroke alert occurred for the patient due to double vision and mild incoordination. An MRI was performed, and signs of an embolic stroke were identified. The patient's symptoms were reported to have resolved within 5 days. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) h6: patient code. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the stroke was related to product performance of the farawave pfa catheter. There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a stroke. During the procedure no complications were noted, and ablations were performed on the right superior pulmonary vein (rspv), the posterior wall, anteroseptal line and the lateral mitral isthmus line. Because the farawave catheter is only indicated for treatment of the pulmonary veins all other ablations are considered to have been off label use. Once the pfa portion of the procedure was done a left atrial appendage closure (laac) device was implanted into the patient. No complications were noted at the end of either portion of the procedure. The patient's activated clotting time had increased from 320, at the start of the procedure, to 435 by the time the laac was placed. Later that day a stroke alert occurred for the patient due to double vision and mild incoordination. An MRI was performed, and signs of an embolic stroke were identified. The patient's symptoms were reported to have resolved within 5 days. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.